Event description:
The coil was noted to be broken upon opening the packaging. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Visual and microscopic inspection of the returned device found that the proximal contact was kinked and there were no other anomalies noted to the device. The manufacturer has reviewed all information and determined this event no longer meets the requirements of a reportable event for the device in question.

Event description:
The coil was noted to be broken upon opening the packaging. There was no patient involvement.